Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed no issues were noted with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion identified a severe kink at the site of the port exchange. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. There is evidence positive pressure was subjected on the balloon as it was unfolded, additionally, there was clear evidence of the device having entered the patient due to the presence of blood in the balloon and polymer extrusion. Microscopic inspection identified a perforation of the inner and outer lumen 4.7cm from the distal tip. All blades were fully bonded on the balloon and did not exhibit any signs of damage. There was no damage observed to the blade pads. Tip showed no signs of tip damage. The device was attached to an encore inflation unit, and an inflation attempt was performed, however, a leak was observed from the distal tip of the device.

Event description:
It was reported that the balloon ruptured. The 75% target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 15mm x 3.50mm wolverine coronary cutting balloon monorail was selected for use. During preparation, when inflation was not yet performed, it was noted that an attempt was made to remove the air by applying negative pressure, but no pressure was generated. The balloon may have already ruptured. The procedure was completed with another of the same device. There were no patient complications.

Event description:
It was reported that the balloon ruptured. The 75% target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 15 mm x 3.50 mm wolverine coronary cutting balloon monorail was selected for use. During preparation, when inflation was not yet performed, it was noted that an attempt was made to remove the air by applying negative pressure, but no pressure was generated. The balloon may have already ruptured. The procedure was completed with another of the same device. There were no patient complications.